Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The returned trial is unremarkable with minor damages consistent with normal use noted on the device. The first several threads from the interior surface of the trial are damaged consistent with cross threading. A material analysis has been performed. The report concluded: "the handle stud was not damaged. The internal threads of the bipolar/unipolar trial were cross threaded; which likely prevented post procedural removal of the handle stud. No material or manufacturing defects were observed on the components examined." The event was confirmed. The investigation determined the root cause of the reported disassembly difficulty to be damaged threads on the trial caused by cross threading.

Event description:
It was reported that the tip of the bipolar head trial handle broke off the threads remained lodged in the trial.